Manufacturer narrative:
Add'l info is being requested to close this investigation. We will continue to pursue add'l info and a supplemental report will be submitted if add'l info becomes available. (B) (4)

Event description:
The hosp reported that, during an endoscopic vein harvesting procedure, "the blunt tip of the hemopro bisector did not function accordingly." The hosp reported no pt effects. Product was discarded. Replacement requested.